Event description:
Device 1 of 2. Reference MFR. 1627487-2012-03681. It was reported, the patient is having to increase system stimulation in order to receive effective stimulation. A fluoroscopy identified the last contacts of the scs leads have pulled out of the scs ipg header. Follow-up identified surgical intervention was scheduled to resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.